Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies to the lead ((B)(4)) and (B)(4) applies to this lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative confirmed that there was a loss of stimulation for the patient and that impedances were greater than 40,000 ohms. There were no environmental, external, or patient factors that may have led to the issue and the cause of the high impedances was not determined. As an intervention, the lead was replaced and it was noted there was an out of regulation (oor) with lead with obvious twisting/kinking of the lead reported. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
Date of event was reported as "about a month ago" (2016). The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that the patient had 2 leads as part of their implantable neuro stimulator (ins). Lead 0 to 7 was a peripheral nerve stimulation (pns) location for low back pain and contacts 2 and 5 had high impedances. The patient felt some stimulation on this lead. The other lead (8 to 15) was in an epidural location and there were high impedances seen on all contacts. The patient felt no stimulation on this lead. It was reported that the doctor was going to do a lead revision. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
Analysis of the lead (serial/lot # va0qbr6015) found that all of the lead conductors were broken at the injex anchor site 16.3cm from the distal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.